Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as the system suddenly crashes before laser operation during surgery in the unknown eye, in addition, there was no patient harm. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The case received from chinese health authority as a non healthcare professional reported that system was crashed during surgery before laser fired in the unknown eye. Incident was timely handled without causing any harm to patient.